Manufacturer narrative:
The cobas e 801 analytical unit serial number was 19d6-08. The customer was not following the recommended calibration frequency as stated in the product labeling. The investigation is ongoing.

Event description:
There was an allegation of a questionable high elecsys total psa result from the cobas e 801 analytical unit. The initial result was 5.24 ng/ml. On (B)(6) 2024, the repeat result was 0.714 ng/ml.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.